Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, procedure was completed as planned because the issue did not affect the procedure. A philips filed service engineer (fse) conducted a site visit and identified the c-arm would not move into the correct position. Upon troubleshooting, fse confirming that the c-arm consistently stopped a few centimetres short of the arrows. To resolve the problem, fse checked pot meter calibration and adjusted working positions then have done longitudinal current adjustment. After repairs were completed, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same azurion system. The device has no issue, procedure was completed as it did not affect the procedure. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm would not move into the correct position. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.